Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not work and the triggers were sticking. It was further determined that the electronic control unit (ecu) contacts were worn and corroded and there was signs of foreign substance on the motor. It was determined that the motor was damaged, corroded (shaft won't rotate) and the triggers components were worn. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to wear from normal use over time and the component damage was due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not work. During in-house engineering evaluation, it was observed that the triggers were sticking. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.